Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2017-00011/ 00012). Evaluation in process, not yet complete.

Event description:
During a procedure performed on (B)(6) 2017 in the (B)(6), after placing 16 pedicle screws, rods and caps he started applying final torque. On the left side all locking screws were final tightened without issue. When applying torque on the 2nd screw on the right side, 6.5mm x 35mm polyaxial screw long arm, a sound produced by the locking screw in the tulip indicated a problem. After removal of the locking screw, stripping was visible on the screw head and threads of the pedicle screw. This screw was removed and replaced with a 6.5mm x 40mm polyaxial screw long arm and the locking screw was inserted and final torque applied without further issue. Upon applying torque to the third right-side 6.5mm x 35mm polyaxial screw long arm screw, incorrect position of the locking screw lead to stripping of the threads and failure of the locking mechanism. The locking screw was removed and the pedicle screw was left in place with the head unlocked. There was a 25 minute delay to the procedure due to the reported issue.

Manufacturer narrative:
Product was not returned and lot number is unknown. Without product no investigation can be performed. Although the root cause cannot be confirmed, based on the information provided it is indicated that the lock screw was in an incorrect position leading to stripping of the threads and failure of the locking mechanism. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2017-00011-1 / 00012-1). Device not returned to manufacturer.